Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5026213 UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 353940, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(6), batch: 22507839, UDI: (B)(4).

Event description:
It was reported that patient had infection at the spinal cord stimulation (scs) lead incision site. It was also mentioned that stimulation did not cover pain area. The patient underwent a scs system explant procedure. No further information has been obtained despite good faith efforts.